Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.device evaluated by MFR? A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd 1ml syringe luer-lok¿ tip that the syringe plunger appeared dirty.

Event description:
It was reported that before use of the bd 1ml syringe luer-lok¿ tip that the syringe plunger appeared dirty.

Manufacturer narrative:
H.6. Investigation: two photos and one 1ml ll syringe were received and visually evaluated. The syringe had clear signs of contamination and manipulation ¿ liquid residue in the fluid path in the barrel and on the stopper. The plunger rod was observed to have an unknown fluid grey substance with loose small black specks in it. There appeared to be more of the foreign matter closer to the back of the stopper. The foreign matter was only observed on the plunger rod itself and was outside the fluid path. Based on the available information, it is not possible to determine whether the foreign matter was introduced during the manufacturing process or at some point during the product¿s manipulation. Ftir (fourier transform infrared spectroscopy) analysis was completed on the dark material observed on the surface of the plunger rod. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectra analysis shows that this material is most likely polyisoprene (rubber) mixed with silicone. Silicone is a component of the syringe and is used during the assembly process. However, since the product has been manipulated it is not possible to definitively determine where the rubber particles originated ¿ during manufacturing or became attached at some point during manipulation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.